Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the alleged issue. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was notified of an alleged extravasation that had occurred on (B)(6) 2016 during a pre-operative CT scan for an ablation procedure of the heart while the patient was connected to a stellant CT injection system. The customer reported that an undisclosed amount of saline was infiltrated during the injection after which the patient suffered partial thickness burns to the posterior aspect of his hand. There is no other information available as to the follow-up care that was provided. Note: this event occurred in (B)(6) 2016; we are still investigating but at this time it does not appear that we had notification prior to the (B)(6) 2019 date.